Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a call your doctor icon on the charger. The patient was seeing an informational power on reset (por) on the patient programmer. The patient mentioned that they charged their battery to 75% before using the programmer and seeing the por. It was reported that the patient was walked through clearing the por and was able to clear the por during the report. No symptoms were reported. Relevant medical history includes non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.